Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 15000 mcg/ml of fentanyl at 5,857mcg/day and 20mg/ml of ketamine at 7.8mg/day via an implantable pump for spinal pain. It was reported the patient reported a radicular - numbing/tingling pain in her right leg that she said it started a day after her pump and catheter were replaced on (B)(6) 2019. On (B)(6) 2019 the catheter was revised and the level of the catheter tip was moved. A new 8782 segment was used to revise the catheter. The spinal portion of the catheter was removed and discarded by the customer. It was also reported that about a week after her pump was replaced on (B)(6) 2019 the patient could feel the pump moving and flipping in the pocket. The cause of this issue was undetermined. The pump pocket was revised and the pump was re-secured on (B)(6) 2019 as well. It was reported the issue was resolved as of (B)(6) 2019. The patient's status was provided as alive - no injury. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(4) 2019 and it was thought there was a problem with the placement of the catheter, and it was causing the radicular leg pain, so the catheter was revised and the tip was moved. Per the hcp on (B)(4) 2019, the patient was seen on (B)(6) 2019, and they were unable to determine at this time if the symptoms have resolved. The rep would follow-up when information was known. No further complications were reported/anticipated or expected.